Manufacturer narrative:
(B)(4): the date of the peritonitis event is unknown.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with extraneal therapy was unknown. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. Treatment was not reported. The outcome of this peritonitis event is unknown.